Manufacturer narrative:
Perforation/tamponade is a potential complication associated with transvenous leads/catheters. It is included in the list of potential complications given in the instructions for use. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an implant procedure, while inserting the left ventricular (lv) lead over a non-abbott guidewire, the lv lead dropped out of the coronary sinus due to poor imaging and a patient coughing episode. When a repositioning attempt was made with the lv lead, the lead perforated the target vein. The patient became tachycardic and hypotensive and a cardiac tamponade was confirmed via echocardiogram. The patient became unstable; therefore, pacing threshold testing could not be performed. Attempts to resuscitate the patient were unsuccessful, the patient expired, and the device was deactivated. There is no allegation of a malfunction against any abbott product.